Event description:
A registered nurse (rn) reported to fresenius customer service that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with a peritonitis (yeast). The patient has reportedly transitioned to incenter hemodialysis (hd). During follow-up, the patient¿s pd registered nurse (pdrn) presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and cefepime (dosages, frequencies, durations not provided). However, when the patient¿s preliminary peritoneal effluent fluid culture result returned positive for candida parapsilosis (fungal peritonitis) on (B)(6) 2025, and the nephrologist ordered the removal of the patient¿s pd catheter. The patient simultaneously received a hd catheter (not a fresenius product), and the patient¿s vancomycin and cefepime were continued (transitioned to intravenous delivery) and added intravenous diflucan (dose, duration, frequency not provided). The pdrn stated the cause of the peritonitis is unknown, as the patient practices good infection control. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Per the pdrn, the patient was discharged on (B)(6) 2025 in stable condition and is recovering from the serious adverse events. The patient is continuing to undergo outpatient hd without reported issues.

Manufacturer narrative:
Liberty cycler set: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. Per the pdrn, the cause of the peritonitis is unknown; therefore, causality could not be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse (rn) reported to fresenius customer service that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with a peritonitis (yeast). The patient has reportedly transitioned to incenter hemodialysis (hd). During follow-up, the patient¿s pd registered nurse (pdrn) presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and cefepime (dosages, frequencies, durations not provided). However, when the patient¿s preliminary peritoneal effluent fluid culture result returned positive for candida parapsilosis (fungal peritonitis) on (B)(6) 2025, and the nephrologist ordered the removal of the patient¿s pd catheter. The patient simultaneously received a hd catheter (not a fresenius product), and the patient¿s vancomycin and cefepime were continued (transitioned to intravenous delivery) and added intravenous diflucan (dose, duration, frequency not provided). The pdrn stated the cause of the peritonitis is unknown, as the patient practices good infection control. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Per the pdrn, the patient was discharged on (B)(6) 2025 in stable condition and is recovering from the serious adverse events. The patient is continuing to undergo outpatient hd without reported issues.